Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation, pain, other-technical was received on set 26, 2022. With lot number 2853676. Based on the device analysis grid, the assessments of the complaint are: deflation: no opening observed, on the device. Pain: unable to observe since it is a medical evet and is not related to the device. Other-technical: no observed particle in the valve. Additional observations: white particle observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "deflation, constant pain, burning sensation." Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation, constant pain, burning sensation." Device remains implanted.